Event description:
We received a letter from (B) (6) stating that a rod broke after a scoliosis stabilization.

Manufacturer narrative:
Additional information has been requested and, if made available, will be reported in a supplemental.